Manufacturer narrative:
An event regarding altr involving a metal femoral head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Device return is needed to fully assess the "black film" reported and to distinguish between biological or metal debris. Medical records received and evaluation: a review of the provided records and event description was performed by a clinical consultant. The clinical consultant indicated that insufficient information was received for review and that "need mars MRI report, need revision operative report and examination of components or findings" device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including the revision operative report, mars MRI report, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As per surgeon, groin and thigh pain started randomly. Aspiration of the hip showed elevated ion levels. Hip revision needed. White substance was drawn from the joint. Metal head and trunnion were coated in black film and tissue was white with some soft tissue damage reported.

Event description:
As per surgeon, groin and thigh pain started randomly. Aspiration of the hip showed elevated ion levels. Hip revision needed. White substance was drawn from the joint. Metal head and trunnion were coated in black film and tissue was white with some soft tissue damage reported.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.